Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd precisionglide¿ detachable needle pulled out of the bd¿ tuberculin syringe hub during use, and medication "squirted" out of the syringe past the hub. The following information was provided by the initial reporter: "she said when she removes the cap, the needle sometimes comes off and also, sometimes the medication "squirts out of the part around the ring before it goes through the needle" instead of coming out through the needle." "She stated that the needle hub detaches when she removes the shield, also stated that the syringe leaks where the hub meets the barrel of the syringe.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd precisionglide¿ detachable needle pulled out of the bd¿ tuberculin syringe hub during use, and medication "squirted" out of the syringe past the hub. The following information was provided by the initial reporter: "she said when she removes the cap, the needle sometimes comes off and also, sometimes the medication "squirts out of the part around the ring before it goes through the needle" instead of coming out through the needle." "She stated that the needle hub detaches when she removes the shield, also stated that the syringe leaks where the hub meets the barrel of the syringe."